Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral nipple sparing mastectomy procedure and while the surgeon was dissecting the posterior plane of the mammary gland, the monopolar curved scissors (mcs) tip fell off the mcs instrument. This happened during manipulation of the lateral edge of the gland which was done using a fenestrated bipolar forceps (fbf) instrument and with mcs instrument's blades closed. The mcs tip was removed from patient during the same surgical procedure and a new mcs instrument was then installed. The case was completed robotically. Overall, the incident added an estimated 5 minutes to the overall duration of the procedure.